Event description:
The nurse was removing the epidural from the pt's back with the normal amount of mild traction. While pulling away, the catheter snapped. A segment of the catheter remained in the pt's back and that piece required surgical removal. This is the first of two cases. Several attempts were made requesting add'l info from the facility. Add'l info provided by the facility, via voice message, indicated "the pt is fine and the issue has been resolved". In reference to the second reported incident the reporter only learned about it after the first one was reported to her. She was not contacted regarding this second incident and rec'd no specific details regarding this incident. A sample was not saved and a lot number was not reported. No specific add'l info has been made available at this time on either reported incident.

Manufacturer narrative:
The actual device in the reported incident has not yet been made available to the MFR to be evaluated. Without the actual sample, a thorough investigation could not be performed. Based on the event description, it is possible that the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Without the actual sample, or add'l specific info, no specific conclusions can be drawn. All available info has been forwarded to the actual MFR for further eval. If the sample is made available to the MFR to be evaluated as indicated, and more specific info is made available, a follow-up report will be filed.